Manufacturer narrative:
Patient's identifier, age, sex, weight, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are not applicable since the product was never placed and not removed. UDI number is not applicable PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), before clinical procedure, labeling issue was observed.